Event description:
It was reported that the pt's parkinson's was "worse" over the weekend after he used a speech amplifier for the first time on friday. It also was noted that the disease had been progressing. It was felt that the speech amplifier might have turned off the therapy. There was no other contact with electromagnetic interference. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.